Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of exposure, infection (early onset), delayed healing are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure, infection (early onset), delayed healing.

Event description:
Healthcare professional reported left side "explant wound exposure¿, ¿pt had infection and incisions would not close¿ and ¿implants had to be removed to let her incision heal¿ device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: exposure: unable to confirm as it is a medical event not related to the device. Infection early onset: unable to confirm as it is a medical event not related to the device. Delayed healing: unable to confirm as it is a medical event not related to the device. Additional observations: white particles on the surface of the shell. Bubbles observed. Crease flat observed.

Event description:
Healthcare professional reported left side "explant wound exposure¿, ¿pt had infection and incisions would not close¿ and ¿implants had to be removed to let her incision heal¿ device has been explanted.